Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and d6 (device code). Evaluation: the customer's report of device failed 30 joules test was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing including bench handling and performing multiple 30 j testing without duplicating the report. A system interconnect cable was replaced as a precaution. The customer's report of the shock button unresponsive was verified and attributed to the shock button switch was found to be misaligned on the control board. The shock button switch was reseated to remedy the report. It was not determined how the switch became misaligned. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test and the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.